Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 32 mg/dl. It was stated that the customer was having seizures when she was found by her brother. Troubleshooting was performed and the insulin pump was programmed with the correct time and date. The insulin pump passed the displacement test. Found an error alarm in the history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.